Event description:
Reporter alleged obtaining a blood glucose result of 66 mg/dl on his advantage system compared to the rehabilitation center's measurement of 36 mg/dl when testing was performed less than 1 minute apart. Reporter stated the readings were taken after going for a two hour walk and was then treated by a registered nurse with juice and food. Reporter stated however he was able to self treat. Reporter indicated being at the rehabilitation center for a condition not related to diabetes. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.